Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer cleared the alarm and was able to resume insulin deliver. The customer's blood glucose level was not impacted. As the contact was not with the customer or pump at the time tandem technical support was telephoned, a system check to determine a possible cause of the occlusion was unable to be performed.